Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found inside the pump. The pump passed the displacement, off no power, and self tests. The operating currents were within specification as well. No blank display was noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank display screen. Customer reported that display screen went blank after getting out of water. Customer's blood glucose was 72 mg/dl. Customer was advised that insulin pump would need to be replaced.